Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery. A 2.5 x 28mm promus element was deployed and the 2.5 x 12mm nc quantum apex balloon catheter was used for post dilatation. The balloon was inflated and ruptured at 12atms on the 2nd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery. A 2.5 x 28mm promus element was deployed and the 2.5 x 12mm nc quantum apex balloon catheter was used for post dilatation. The balloon was inflated and ruptured at 12atms on the 2nd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).